Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering the accurate amount of insulin. Reportedly, the customer filled a 5 unit syringe with insulin and compared it to the amount of insulin that dripped out from the end of the tubing from a 5 unit pump bolus, and observed 1.5 units. Recommendation was made to upload the pump data logs for a review of the pump data to be performed by tandem technical support. During a follow-up call, the customer compared an additional bolus amount and verified that the insulin amounts matched. The customer reported that the bolus delivery function was functioning as intended. Blood glucose was 124 mg/dl.